Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was used, but an event occurred in which it was sandwiched between jaws and could not be burnt out. The blood vessel branch could not be processed even if it was pinched. At first, energy was transmitted to jaws, but the blood vessel branch could not be cut. They put out a new device, checked the energization, it became usable, and the operation was completed without any problem. There is no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were one (1) additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿oct 2021¿ through ¿jan 2022¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 to jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a